Event description:
The hosp reported that after the procedure, the pt developed an infection on the leg at the insertion site. No further info was available. On 08/29/2007-after several attempts to obtain more info, the hosp reported that antibiotics were used to treat the infection. No further treatment was done, the pt is reported to be doing fine. There was no malfunction reported with the device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be completed for the product, because the hospital did not provide the lot number.